Event description:
Customer reported the act button on her insulin pump was not working. She stated the issue occured when she was trying to change her infusion set. She also reported her up, down, esc buttons were not working. Customer's blood glucose was 99 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Insulin pump received with an intermittent button due to corroded keypad trace. Insulin pump received with cracked lcd window, case at display window corners, reservoir tube lip, belt clip slot, battery tube threads and minor scratches on lcd window.